Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was fitting the stapler in the stomach and small bowel to perform gj anastomosis, the stapler reload pushed through the end of the small bowel and created a small hole. The surgeon stitched the hole and continued with the anastomosis. There was no further impact to the patient.

Manufacturer narrative:
(B)(4).